Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
General report received of an unspecified number of undocumented incidents of stopcocks becoming loose resulting in fluid leaking. The leaking was observed during priming or upon connection to the pts' arterial lines. The infusion fluids varied and included dextrose 10%, dextrose 12.5%, tpn, and tpn with lipids. The amount of fluid that leaked was "not significant". In one of the events, blood was reported to back up into the set. The blood remained in the tubing and was re-infused to the patient. In each of the reported leaks, the stopcocks were replaced and the rest of the transducer set remained in clinical use. There were no reported adverse pt events. Though requested, no add'l info was provided.